Event description:
The customer reported an intermittent pacing failure. There was impact to the involved pt.

Manufacturer narrative:
The customer reported an intermittent pacing failure. There was no impact to the involved pt. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.